Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device, as well as relevant medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification confirmed that the device was properly manufactured and released in accordance with the device master record. The review confirms that no manufacturing or processing non-conformities were identified that would have contributed to the reported adverse event/incident. A clinical evaluation of the adverse event/incident could not be completed. No medical records or medical imaging relevant to the reported adverse event/incident were received by endologix. The user facility was unable to provide this information. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. No contributing factors were identified. Due to the absence of medical records and medical imaging, the relationship of the device, use, procedure, and/or anatomy to this adverse event/incident could not be evaluated. The final patient status remains unknown and was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text : device remains implanted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system on (B)(6) 2024. During the procedure, issues arose with the polymer injection using the auto-injector. Initially, only the ipsilateral limb rings were filled. Attempts to resolve this by exchanging the auto-injector and adjusting the device position failed. About five (5) minutes after the initial polymer injection, the physician manually pushed the syringe with significant force, slightly filling the sealing ring, but the polymer started to cure. Further attempts to push the syringe manually were unsuccessful as the polymer had already cured inside. A second polymer from the same lot was used, but the already cured polymer inside the delivery system blocked the new injection. The second polymer was also cured, within five (5) minutes. A balloon touch-up was performed fourteen (14) minutes after the first injection. Angiography revealed a type ia endoleak. The contralateral gate was accessed through the cross-over lumen, and both contralateral and ipsilateral limbs were implanted. A (non-endologix) excluder cuff was implanted proximally. A type ii endoleak (non-device related) was observed after the procedure.